Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum fill notification after filling the cartridge with insulin during the load process. Reportedly, it was indicated that the customer prefills the cartridge. There was no reported impact to the customer's blood glucose level.